Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet system experienced hypoglycemia followed by hyperglycemia while using a teflon 23 infusion set, attributed by the user to pump aggressiveness and compounded by a bent cannula and a dislodged infusion site; the user attempted reinsertion, announced a meal during hypoglycemia, and overcorrected, which contributed to glycemic variability. Symptoms included low and high blood glucose readings. Outcomes included transient glycemic excursions without hospitalization, with subsequent stabilization after a complete supply and sensor change. Investigation included troubleshooting and education on infusion set replacement, sensor replacement, and hypoglycemia management practices. Investigation of this case revealed a bent cannula and site disruption leading to inconsistent insulin delivery, along with user-driven factors such as meal announcement during hypoglycemia and overtreatment that precipitated a roller-coaster effect. It was concluded, based on previously established findings for similar reports, that the cause was a combination of use-related factors and infusion set integrity issues rather than a device malfunction.